Event description:
The complaint was reported as: the customer alleges that the nebulizer would not nebulize during respiratory therapy treatment. No report of a patient injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) of batch number 02l1202595 of material 1885 was reviewed and no nonconformance reports were originated for the lot in question that can be associated to the complaint reported. Customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However, current production was verified to identify any issue that could lead to the reported defect.